Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates that the customer had high blood glucose levels ranging to 500 mg/dl. The customer did not state how they treated their blood glucose levels. The customer stated that their infusion sets were bent. The customer was assisted with troubleshooting and was sent new sets.